Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient (B)(6). This report is for one, unknown dhs guide pin. Part and lot numbers were not provided by the reporter. Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was discovered during a proximal femur fracture surgery on (B)(6), 2015 after the jig was removed, the wire for the helical blade inserter and the helical blade had passed anterior to the nail and the guide holes from the drill bits. The surgeon had reportedly checked the alignment of the helical blade insertion cannula both before and after the insertion and all items aligned appropriately. Initially during the procedure the surgeon attempted to perform an open reduction internal fixation (orif) with a dynamic hip screw (dhs). The surgeon was able to pass the dhs guide pin without incident but was unable to get the angle he desired due to soft tissue constraints because of the patient's size. Then the surgeon converted to the trochanteric fixation nail advanced (tfna) for fixation in the above described event. Once it was discovered that the wire and helical blade had passed anterior to the nail the surgeon removed the implants and successfully completed the surgery with a trochanteric fixation nail (tfn). There was a 60 minute surgical delay related to the complained events. This report is for one, unknown dhs guide pin. This report is 1 of 10 for (B)(4).